Manufacturer narrative:
An event regarding loosening involving an unknown baseplate was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "assessment/conclusions: by report only a revision surgery was performed on a patient who was enrolled in a triathlon cones study. The reason for revision was aseptic failure of the knee with implant migration by report. No medical information, revision data, operative reports, or postoperative images were provided for review. The provided x-rays did not show frank failure. Event confirmation: the revision event cannot be confirmed. Root cause: a root cause cannot be ascertained as the event cannot be confirmed." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to aseptic loosening of the femoral and tibial components. A review of the provided medical records by a clinical consultant indicated: "assessment/conclusions: by report only a revision surgery was performed on a patient who was enrolled in a triathlon cones study. The reason for revision was aseptic failure of the knee with implant migration by report. No medical information, revision data, operative reports, or postoperative images were provided for review. The provided x-rays did not show frank failure. Event confirmation: the revision event cannot be confirmed. Root cause: a root cause cannot be ascertained as the event cannot be confirmed." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Subject had revision of stryker components on (B)(6) 2021 upon enrollment in triathlon cones (76) study. Subject had a patella implanted on (B)(6) 2018 that was not revised. Revision was observed during routine monitoring visit upon review of previous implant information. Pre-op images provided by site to sponsor in intelemage. Update: reason for revision: aseptic failure of the knee -implant migration, loosening of femoral and tibial components.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown baseplate was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to aseptic loosening of the femoral and tibial components. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : not returned to the manufacturer.

Event description:
Subject had revision of stryker components on 19jan2021 upon enrollment in triathlon cones (76) study. Subject had a patella implanted on (B)(6) 2018 that was not revised. Revision was observed during routine monitoring visit upon review of previous implant information. Pre-op images provided by site to sponsor in intelemage. Update: reason for revision: aseptic failure of the knee -implant migration, loosening of femoral and tibial components.